Manufacturer narrative:
All buttons function properly, however moisture damage was noted on keypad traces. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the insulin pump's buttons responded intermittently. Caller stated that the down arrow would often stick. Blood glucose level was not provided. No further information was provided.